Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for multiple patient samples with a cobas 6000 c501 module. The reporter stated she replaced the reagent and recalibrated. She also stated receiving a reagent alarm before the high results. The reporter provided the following example of questionable results for one patient sample: the initial result was 9.4 mg/dl. The repeated result was 1.7 mg/dl. The questionable result was reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number was 56868201 with an expiration date of 30-apr-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer found the sample slider to be worn and replaced it and the bearings. The calibration and qc were within range and the analyzer was operational. The investigation determined the service actions resolved the issue.